Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had leaked fluid in the external packaging bag. This issue was discovered prior to patient use. The device was filled with 0.9% normal saline plus fluorouracil to a total fill volume of 240ml. It was further reported that during inspection, the cap of the fill port and blue knob cap were found connected tightly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 30, 2020 - march 31, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside a bag that contained the sample which suggested leak may have occurred. The photo also showed the blue winged cap had detached from the white flow restrictor which suggested a potential root cause of leak inside the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.